Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the report of no image was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a disconnection of the image sensor unit in the bending section. However, a definitive root cause could not be determined. The event can be detected or prevented by following the instructions for use, which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection,"  section 3.8 ¿inspection of the endoscopic system,¿ describes how to inspect for the subject event.  Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the deflectable videoscope had no image. The issue occurred during preparation for use intended for an unspecified therapeutic procedure. It was reported that the intended procedure was completed using a similar device. There were no reports of patient harm.